Manufacturer narrative:
Follow-up # 1: date of submission: 11/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: a review of the pump black box data showed no evidence of unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment had two cracks. The pump was able to power up with the returned battery cap. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An "intermittent power" event was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.